Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing. The recommended programming changes were made. The patient is doing fine.

Manufacturer narrative:
Correction: manufacturer report 2938836-2017-24138, should not have been reported as a medical device report (MDR) as the product has not been approved by FDA and is part of investigation device exemption (ide).

Manufacturer narrative:
Correction - reportable aware date in follow up report 1 was submitted as (B)(6)2017 by error and it should have been (B)(6)2018.